Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient had his scs ipg replaced on (B)(6) 2022 because the ipg was inoperable. It was noted that the patient did not recharge as recommended.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.